Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module. The following data was provided: patient #1: on (B)(6) 2025 at 10:08 am, pid (B)(6): initial troponin-I result = 77 ng/l. Repeat troponin-I result on (B)(6) 2025 at 4:07 pm = < 3.7 ng/l. Pid (B)(6) at 10:35 am, pid (B)(6) at 1:06 pm, both generated a result of < 3.7 ng/l. Patient #2: on (B)(6) 2025 at 2:47 pm, pid 5268787201: initial troponin-I result = 54.4 ng/l. First repeat result generated an aspiration error code. On (B)(6) 2025 at 4:40 pm repeated for a second time troponin-I result = < 3.7 ng/l. No customer cutoff was provided, therefore using the alinity I stat high sensitivity. Troponin-I package insert overall cutoff of 26.2 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69217ud00. The device history record review did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot 69217ud00 are within the established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and concludes the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 69217ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (total of 2 patients). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module. The following data was provided: patient #1: on (B)(6) 2025 at 10:08 am, pid (B)(6): initial troponin-I result = 77 ng/l repeat troponin-I result on (B)(6) 2025 at 4:07 pm = < 3.7 ng/l. Pid (B)(6) at 10:35 am, pid (B)(6) at 1:06 pm, both generated a result of < 3.7 ng/l. Patient #2: on (B)(6) 2025 at 2:47 pm, pid (B)(6): initial troponin-I result = 54.4 ng/l first repeat result generated an aspiration error code. On (B)(6) 2025 at 4:40 pm repeated for a second time troponin-I result = < 3.7 ng/l no customer cutoff was provided, therefore using the alinity I stat high sensitivity troponin-I package insert overall cutoff of 26.2 ng/l. There was no impact to patient management reported.